Manufacturer narrative:
Additional information provided in b.2., b.5., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that haptic bent was noticed upon opening and there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, it was observed that the lens haptic was bent. Additional information has been requested, yet no new information received.